Manufacturer narrative:
The harmonic ace insert accessory and harmonic ace curved scissors instrument have not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during duodenal switch with sleeve gastrectomy procedure, the scalpel blade on the harmonic ace insert accessory broke off and fell into the patient. While the broken accessory piece was retrieved and there was no patient harm, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted duodenal switch with sleeve gastrectomy procedure, the scalpel blade on the harmonic ace insert accessory, which was used with the harmonic ace curved scissors instrument, broke off and fell into the patient. The broken blade was retrieved laparoscopically and the planned surgical procedure was completed with a replacement harmonic ace insert accessory and harmonic ace curved shears instrument. There was no patient harm, adverse outcome or injury to the patient as a result of the reported event. According to the intuitive surgical, inc. (Isi) clinical sales representative who initially reported this complaint, the surgeon was using the harmonic ace curved scissors instrument with the harmonic ace insert accessory installed to dissect omentum tissue of the greater curvature of the patient's stomach when the blade on the harmonic ace insert accessory broke off and fell into the patient. The csr indicated that he did not observe that the harmonic ace curved shears instrument with the insert accessory installed made contact with any other instrument, staples, or clips during the surgical procedure. The instrument and insert accessory were inspected prior to use on the patient; however, the cannula was not inspected prior to use.